Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed. Functional testing was performed and failed. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage and pictures were taken. The allegation was not confirmed. The probable cause was undetermined. No injury or medical intervention was reported.